Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the issue found on primary packaging affecting sterility? Any photos available to show defect? Is the device available and being returned? The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. The needle of the thread was out of the packaging. Therefore, the substitution was made by another similar product. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the sealed sample, it was observed that a needle was not parked correctly on the slot from the winding former. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.